Event description:
It was reported that during surgical procedures, postoperative bleeding occurred on the staple line. The patient required a blood transfusion during the same hospitalization and stayed an extra day in the hospital due to the event. The patient received an anticoagulant 12 hours after surgery as part of the protocol.

Manufacturer narrative:
Concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot # unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5e1092) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # p5k1281) egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5e1092) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5e1092) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5e1092) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5e1092) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5e1092) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5e1092) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5j1048) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # unknown) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # unknown) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # unknown) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # unknown) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot # n5j1866y) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot # n5h1843y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.